Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 04t75 has a similar product distributed in the us, list number 04t75, which is 510k exempt.

Event description:
The customer observed falsely elevated alinity I insulin results for one patient. The following data was provided: (B)(6) 2026, sid= (B)(6); initial result = > 300.0 uu/ml, repeat result = 144.6 uu/ml (with dilution-ration unknown). The patients¿ blood glucose level was low (no specific information was provided) and c-peptide levels were not measured. No impact to patient management was reported.